Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with bd max¿ system, bd max¿ instrument reader a was obtained different results from reader b. Assay used: (B)(6). The following information was provided by the initial reporter: it was reported that discrepant results.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had a "correlation/repro/discrepant" result. Customer reported that their crypto results on both side a and side b were different. Database was reviewed by service and it was noted that fam channel had a huge drift. Field service was dispatched. Field service performed health check and normalized both readers. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2014, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by review of database by service. Bd quality will continue to monitor trends associated with this failure mode. H3 other text : see h10.

Event description:
It was reported that while testing with bd max¿ system, bd max¿ instrument reader a was obtained different results from reader b. Assay used: enteric parasite panel. The following information was provided by the initial reporter: it was reported that discrepant results.